Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the level module generated a false level alert. The user also reported that the alert cleared itself. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.